Event description:
It was reported that the patient presented in the emergency room due to complaints of chest pain. Device interrogation revealed oversensing noise and a fracture in the atrial lead. On (B)(6) 2021 the physician elected to cap and replace the atrial lead. The patient is stable.